Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was needing a manufacturer¿s representative because they were not able to set their settings right. The patient further stated they never could understand it because when they made adjustments, it was either too low or too high. The patient noted it had been like that all along and they had not been able to regulate it right, and they had just been working with it. The patient confirmed this was since implant, and further stated the last time when they changed their programmer batteries and reset it, they were urinating so much and they raised stimulation up higher. The patient stated it felt like somebody was sticking a ¿cattle prod lit arm¿ inside of them. The patient stated they have had trouble with their device on and off since they had it implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they had notified their physician about the issue, and the circumstances that led to the trouble with their device and settings being too low or too high were that they attempted to readjust controls due to continued bladder leakage. The steps taken to resolve the issue were that the patient readjusted the controls, and the issue was reported to be resolved. No further complications were reported.